Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in model#/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Duodenal ulcer hemorrhage is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, the patient was admitted to the emergency service of hospital due to chest pain he was hospitalized in the intensive care unit (ICU) with a myocardial infarction. On (B)(6) 2017, decreased blood value and internal hemorrhaging were also diagnosed. On (B)(6) 2017, coronary angiography was performed and coronary vessels occlusion was diagnosed. Oral intake was stopped and duodopa usage was interrupted by the decision of the physician. The patient was transfused with two units of blood for internal hemorrhaging and intravenous serum treatment for coronary vessels occlusion was done. On (B)(6) 2017, an endoscopy was performed and a duodenal ulcer was diagnosed. Internal hemorrhaging occurred because of the duodenal ulcer.